Event description:
It was reported that the insulin pump alarmed an a-33 error and they are unable to exit the "preparing to prime" loop. The customer's insulin pump also turned off and counted to seven. The insulin pump did not give the customer the option to prime. The blood glucose reading was unknown. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).